Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the patient is mainly symptomatic for back pain. Right hip metal liner and head ball were replaced proactively due to increased ion levels. Patient has bilateral metal on metal hips. The right hip was converted to poly liner and ts ceramic head first due to increased fluid in right hip(bursitis) as diagnosed via MRI study. All components appear to be positioned well. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip. No surgical delay.